Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported on apr 3, 2026, that, during reprocessing, the gastrointestinal videoscope tested positive for >80 colony forming units (cfus) of enterobacter cloacae complex and stenotrophomonas maltophilia . The device was retested on apr 27, 2026, and it tested positive for >80 cfus of stenotrophomonas maltophilia, pseudomonas aeruginosa, klebsiella pneumoniae, and klebsiella oxycota. The device was tested again on jun 15, 2026, and tested positive of unknown cfus of klebsiella pneumoniae and pseudomonas aeruginosa. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.